Event description:
It is reported that the surgeon was tightening screw with a cannulated screwdriver and the head snapped off. The surgeon then pulled another cannulated screwdriver and the head of that stripped and was unable to be used as well. The surgeon then moved to the non cannulated screwdriver and non cannulated screws to complete case.

Manufacturer narrative:
Evaluation summary: the hex drivers could have fractured due to off-axis eccentric loading or if the drivers were used under power during final tightening of screws. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to sear screws, surgeons are advised to use a solid 2.5 mm hex driver. The instruments have potential field ages of approximately 3 and 4 years at the time of incident with an unk number of uses. Cannot be definitively determined. Evaluation: one tip was completely broken off while the other appeared twisted and fractured on one side. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.